Event description:
Reportedly, tandem technical support instructed the customer to change the cartridge to resolve the reported air bubble issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed from the cartridge tubing entering the infusion set tubing. The customer's blood glucose level was 149 mg/dl. Tandem technical support educated the customer regarding air bubbles. The customer declined further follow-up from tandem technical support regarding this issue.